Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign matter on the msn."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos for investigation. The photos were reviewed and the indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. The samples were sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the foreign matter closely resembles the silicone needle lubricant spectrum. Additionally, ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of 'fm' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was "foreign matter on the msn."